Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd nexiva¿ closed IV catheter system needle had needle disengagement issues. The following information was provided by the initial reporter, translated from japanese to english: when pulling out the needle after venipuncture, the hcp felt strong resistance and needed to apply strong force to decouple it.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval: yes . D.10. Returned to manufacturer on: 30-jun-2022. H.6. Investigation summary: our quality engineer inspected the photographs and sample submitted for evaluation. Bd received four photographs and one opened 24g x 0.75in single port nexiva device from lot number 1341750. The photographs displayed a 24g x 0.75in single port nexiva unit that is fully retracted. There is no wing adapter attached that would indicate failure to decouple. The evaluation of the unit also showed it fully retracted and decoupled from the wing adapter. Further inspection of the received unit showed no visible defects. The unit was then reengaged and retracted to try to recreate the defect experienced by the end user. Full retraction was observed. The visual inspection of both the needle and tip shield did not show any defect that could have led to this experience. As the unit decoupled without any issues and no visible defects were found on the device, no further assessments need to be performed. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in your report. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that 1 bd nexiva¿ closed IV catheter system needle had needle disengagement issues. The following information was provided by the initial reporter, translated from japanese to english: when pulling out the needle after venipuncture, the hcp felt strong resistance and needed to apply strong force to decouple it.